Manufacturer narrative:
Evaluation summary: one hrm catheter was returned for evaluation. It was noted that the silicone tubing had cuts in it and the tubing was slightly bunched, but all sensors responded on pcal and picoscope. The bunching of the tubing is thought to have caused the difficulty during extubation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the probe was difficult to extubate. Additional lubricant was applied to assist with removal. The patient had a bloody nose that only required first aid to stop the bleeding.